Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported the patient's healthcare provider (hcp) suspected the patient may have had a stroke, and that it may have been related to the dbs system. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the adverse event was not related to the device. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.